Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable/sheath was damaged due to normal use. Servicing to be performed. The vad dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the vad (B)(6)¿s service history records indicated that the device was previously serviced, and the repair action was verified. Review of the device history record confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous sheath repair. On-site inspection revealed new damage of the outer sheath and further damage, beneath the previous repair, exposing the inner lumen. As a result, the reported event is confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time or improper handling. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after prior outer sheath damage had left the region exposed. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and updated product event summary to include details regarding the brittle tape. Updated product event summary: the driveline cable associated with (B)(6) and the driveline sheath repair tapes (lot no. R032338 and r032445) associated with sheath repair kit (lot no. 2007211) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair action was verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous sheath repair, as well as new damage to the outer sheath and further damage beneath the previous repair, resulting in damage to the inner lumen, thus exposing the driveline wires. Additionally, on-site inspection of the sheath repair tape, as well as visual inspection provided, revealed that the tape was fragile and discontinuous. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time or im proper handling. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after prior outer sheath damage had left the region exposed. Based on historical review of similar events, the most likely root cause of the new driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. CAPA pr00688476 is investigating silicon tapes with undesired splices. Based on an investigation conducted under CAPA pr00688476, a possible root cause of the reported fragile sheath repair tape may be attributed to the inadequate contact between the layers of self-fusing silicon tape, compromising its ability to meet the specified requirements for tensile strength and flexibility. Based on an investigation conducted under CAPA pr00688476 and the available information, the most likely root cause of the reported spliced sheath repair tape can be attributed to a manufacturing issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that upon repair of the driveline, the tape was noted to be fragile and stuck easily when tension was applied. Changing the tension to more than usually expected and using less tape allowed the issue to be managed. Additionally, a portion of the tape had two (2) end portions of tape stuck together and was not continuous as expected. The repair had to be restarted but in the end was able to be repaired as intended.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing was performed on a previous repaired area which was worn out and had more than one break more or less 5 cm from the strain relief. Old tape was removed and the outer sheath was brittle with several cracks on a length of more less 25 cm, starting from the strain relief, with one crack having exposed wires, isolation was intact. The dl cover was smooth and movable, the new repair was performed on a total length of more or less 28 cm.